Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that right ventricular (rv) lead capture threshold trend data is not available in the device memory. Concomitant medical products: 5076-45 lead, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited gradually increasing and high thresholds. The lead was reprogrammed and then capped. No patient complications have been reported as a result of this event.